Event description:
Patient reported the infusion tube separated from the cannula housing during the night on (B)(6) 2013. She had changed the infusion set that day. Her blood glucose elevated to 218 mg/dl, and she changed the infusion set and delivered insulin as treatment. She did not require treatment from a healthcare professional or second party to address the issue. The infusion set was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. During the visual inspection, it was confirmed the tube separated from the cannula housing. The point of separation showed characteristics of a strong non-axial tensile stress. A visual inspection was performed on all retention samples and an additional free flow and tightness test was performed on one retention sample. No irregularities were found. The investigation of the production documents did not show any deviations related to the complaint reason. Up to now, there have been no other complaints regarding the concerned batch.